Event description:
Approx 6 months following cypher stent placement, the pt returned for follow up. Fluoroscopy revealed a stent fracture. It is unk if there was nay restenosis of if additional treatment was required. This pt underwent cardiac catherization; indication for this procedure is unk. The target lesion is noted as the mid left anterior descending artery; however, no vessel or lesion characteristics are provided. The lesion is pre-silated with a 2.0x20mm unk balloon at 10 atms for 2 seconds x 2 inflations. Twp stents are placed in an overlapping fashion. Deployment of these 3.5 x 33mm stent was at 12 atms for 10 seconds. It is unk if post-dilation was performed.